Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was fully intact with no evidence of damage or peeling. All of the keypad buttons were fully responsive. No contamination was found on any of the button contacts. Unrelated to the alleged keypad issue, the battery compartment was cracked near the case seal. Additionally, the display screen had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, a distributor contacted animas alleging that a pump was locking. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.